Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit's system does not switch from battery to electric.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) unit's system does not switch from battery to electric. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer was sent to investigate the issue. The fse identified the issue was a defective power management pcb. The fse replaced the defective pcb. The iabp passed all functional and was returned to the customer for use.

Event description:
N/a.